Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(4). Thread split during surgery and broke.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: no samples have been received. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the premilene instructions for use: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Without samples a proper analysis cannot be performed to study the affected product to see if it does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-open and analyzed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.